Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was showing signs of premature depletion. The date of elective replacement indicator (eri) was also showing a date different than expected, however a review of device data by boston scientific engineering confirmed the device firmware had not yet set the eri timestamp as the device required three days of eri measurements to set the date. The s-ICD remains in service and no adverse patient effects were reported.